Event description:
Customer called in to report that their blood glucose has been running high. Blood glucose reading at the time was 560 mg/dl. Troubleshooting was performed. The cannula on the infusion set was found to be bent and occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.